Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076-52 implantable pacing lead, implanted: (B)(6) 2011; 6947m62 implantable tachy lead, implanted: (B)(6) 2013; d314trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013.

Event description:
It was reported that an infection occurred. The lead was explanted. A temporary pacing system is in place until the infection is cleared and a new permanent system can be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.